Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a scratched intraocular lens (iol). The lens was removed and replaced during the same procedure and there was no reported patient impact. Additional information was requested.